Event description:
Information was later received that this device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device had no telemetry and a memory download could not be performed. The device was cut open and the battery was found to be swelled. Damage was induced to the hybrid when cutting open the device. No further analysis could be done to determine the root cause for battery depletion or loss of telemetry. The cause of loss of telemetry and battery depletion is unknown.

Event description:
Boston scientific received information that during a routine follow-up appointment, the device was not able to be interrogated. After multiple troubleshooting techniques were unsuccessful, premature battery depletion was suspected. The patient stated that the device had not beeped. As a result, a revision procedure was scheduled. No adverse patient effects were reported.